Manufacturer narrative:
The reported observation of lack of efficacy of the returned lead after years of beneficial therapy was not confirmed. The root cause of the reported observation was not ascertained. The lead was returned in 3 segments with severe cautery damage. No further testing could be performed that would provide additional information. The associated ipg logs suggested the device was functioning normally at the time of explant.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated.